Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having sinus infections, cough, and sore throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The dust/dirt contamination found at the air inlet, motor casing/impellers, bottom panel, back of lcd panel, and blower box, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device and also observed slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed in ER 2243857. The device's event logs were downloaded and reviewed. The manufacturer found one error. The manufacturer concludes there was dust/dirt contamination and slight black contamination and also confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Section d9, g3 and h6 has been updated in this report.